Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
An explanted device was received at hq for investigation. According to the device explant report, the device had malfunctioned which led to the explantation.

Manufacturer narrative:
Conclusions: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected that would explain the reported symptoms. In situ measurements showed two high channels which were de-activated due to being extra cochlea, but on the device explantation report form it was stated that the electrode was still fully inside the cochlea. On additional request the exact location of the active electrode could not be confirmed. The two possibly extra-cochlear channels had been de-activated since 2010, several years before explantation, and the remaining available channels should have been enough to provide good benefit. Also, no damage could be detected that would explain the two high impedances whilst implanted, because of the state of the received device. The mechanical damages observed during investigation are attributable to the removal surgery.this is a final report.

Event description:
An explanted device was received for investigation. The recipient reported hearing disturbing noises and sensations with the device. Refitting was performed but did not resolve the issue. Reportedly, the user has always had issues on that side. The recipient has been re-implanted. According to the explant report form, a full insertion of the active electrode was observed. Clarification was asked to the field, but no further information is available.